Event description:
Citation: michael f. Stiefel, et al. Endovascular treatment of intracranial dural arteriovenous fistulae using onyx: a case series. Neurosurgery. 2009 dec;65(6 suppl):132-9; discussion 139-40. Doi: 10.1227/01.neu.0000345949.41138.01. The following report was received by medtronic (covidien) through review of literature: four complications were associated with 41 onyx procedures, resulting in a complication rate of 9.8%. Three complications were transient and one resulted in permanent neurological defect. Over a 3-day period, one patient underwent three embolization procedures. All embolization procedures were performed via catheterization and embolization of branches arising from the mma (middle meningeal artery). During the hospital stay, the patient continued to have headaches. After the third embolization session, the patient experienced subtle word-finding difficulties. Magnetic resonance imaging showed a diffusion abnormality of the right medial temporal lobe. The patient was discharged home with outpatient speech therapy. At the time of the 1-month follow-up visit, the patient had returned to baseline. The information was received from the same article as MDR# 2029214-2015-00516 and 2029214-2015-00512.

Manufacturer narrative:
The report was created to capture the post procedure complications of patient 18 as reported in the article. Http://www.ncbi.nlm.nih.gov/pubmed/19934987. The device involved in the event will not be returned for evaluation as it was consumed in the event. The lot history record review was not possible as the lot number was not reported. (B)(4).